Event description:
The customer reported that the system could not access the cine function. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The connector of the 5v line coming from ps1 was reseated. The system was tested and found to be working as intended and put back into service.